Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The image is to dark, the lcb is reduced to 70 / 70%. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) was buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the ift. In addition, we confirmed that the ccd module pixels failure, the lcb broken, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.